Manufacturer narrative:
(B)(4). Product evaluation indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user had poor storage of test strips. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/06/2014).

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads between 195-225mg/dl. Last 5 blood results in memory: hi, hi, 225mg/dl, 164mg/dl, 278mg/dl. Customer stated that she performed a blood test 30 minutes after she ate pancakes with syrup and sausages. No adverse event reported.